Event description:
Revision surgery - the glenoid was compromised due to the patient falling. The surgeon removed the glenosphere, baseplate and screws

Manufacturer narrative:
The reason for this revision surgery was the removal of the compromised shoulder glenosphere, baseplate and screws after 2.9 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 864c1090. A total of 56 complaints have been submitted against this part number. There have been nine complaints caused by a trauma event to the patient were the prosthesis was compromised. The remaining complaints have resulted from other issues such as infections, instability and joint pain. The event is deemed to be non-product related and the root cause was reported as patient trauma/a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.